Event description:
The clinic reported that a laser vision correction patient presented with transient light sensitivity syndrome in both eyes, left more than right eye, at 1 month post treatment. Patient had normal slit lamp exam and intra ocular pressure reading. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of light sensitivity in left eye more than right eye. Patient reported symptoms are not interfering with daily activities. Patient was given durezol 4 times a day for 2 days with taper and symptoms resolved in one week on (B)(6) 2015, visual acuity 20/20 in both eyes. Bcva from (B)(6) 2015: right eye pre-op 20/20 -3.00 x -.75 x 100; left eye pre-op 20/20 -2.25 x -.50 x 100.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information: UDI#: (B)(4). Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.